Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by an application issue. A technical support specialist installed remote support services and rebooted the station to address the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that pyxis anesthesia es system screen got stucked and displayed a blue screen. The user confirmed that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this incident.